Event description:
It was originally reported that the reamer hit the drill pin and the end flared out. The 12 x 35 interference screw had no purchase, so they used another manufacturer's 4.5 cortical screw with spike washer to complete the case. Anterior cruciate ligament case. Follow-up investigation: the surgeon could not use the graft tissue harvested. The graft was damage with shavings and heat it sustained during the flaring out of the harvester. Bone filler with a 12x35 interference screw where inserted but the fixation was not completely secure and another manufacturer's 4.5 cortical screw and spiked washer were inserted over top to complete the case. No further issues have been reported related to this incident.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. Typically, the flaring out of the device is caused by improper angulation, not centering the coring reamer over the collared pin and/or the use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.